Event description:
The ventilator alarmed intermittent for high pressure. The fault appeared in 2007 but the exact date of event is not known.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.